Event description:
On three separate occasions, between the dates stated above, (4.8.23, 12.2.24 ; 17.3.24) the luer end of a 30ml bd plastipak syringe in use on a bodyguard t syringe pump sheared off. The luer lock tip separating from the barrell of the syringe causing medication to leak out. Additional information: has there been any patient impact (serious injury, medical intervention, change of treatment required) for three different occasions? There was no patient impact ¿ in each case the situation was either detected quickly or before the there was any impact on the patient i.e. They required additional medication.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: there was no photographic evidence or physical samples provided for the investigation of the reported condition. A comprehensive examination of the history of syringe 30ml ll lot 2304007 was conducted, and no deviation or non-conformance related to the alleged defect was found. Six retained samples were received for further evaluation, and upon visual inspection, none of the defects could be reproduced. The product undergoes inspections at various stages of the manufacturing process to ensure its quality and functionality. Without the physical sample a definitive root cause cannot be established at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.